Event description:
Pt sustained severe open tibial fracture in an auto/train accident. Nail was implanted 11/24/97. Dr reports pt was completely non-compliant post-operatively. Nail was removed on 3/11/98.